Event description:
Customer reported the beneview pt monitor's mpm (multiple parameter module) was not picking up waveform, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and corrected the problem by readjusting the cold solder on all connectors. Unit was calibrated and safety tested to factory specs.